Manufacturer narrative:
D4. Lot number, expiration date, and h4. Manufacture date are unknown; no information has been provided to date. D4. Primary UDI number: the primary di# has been used as the lot/serial information is unknown. H3. Reason device not evaluated by mfg: other; device was not returned to manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that after changing the trach tube, the end of the suction channel broke. It was washed twice after the procedure with perasafe (disinfectant). It has been used for 4 weeks between each wash. The event occurred while in use with patient, and there was no patient harm/adverse event reported.